Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the everflex entrust 6x150x150, there was partial deployment at the target site within the patient vasculature. The stent did not remain in the patient and was removed successfully in tandem with the delivery system without injury or intervention (deployment thumb wheel would not move described as stuck). The instructions for use were followed without issue, and the thumbscrew/lock-pin was checked for securement and removed prior to attempted deployment. No vessel damage occurred, and no patient symptoms, complications, adverse events, illnesses, infections, or deaths were reported. The stent malfunctioned and was removed because it would not fully deploy. Deployment thumb wheel would not move described as stuck got so they removed the stent and stent entrust delivery system together. The patient outcome was alive with no injury. No patient complications have been reported as a result of this event. It is mentioned that intervention was required.

Manufacturer narrative:
Product analysis the device was returned with no red safety tab, the device was identified as 150mm by the strain relief and a portion of the stent was observed to be exposed, approx 15mm of the stent was exposed from the device, the stent could not be deployed because the thumbwheel was unable to scroll. The device handle was opened, the tube assembly was observed to be adhered to the gold isolation sheath, and the pull cable was detached from the device and attached to the thumbwheel scroll, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.